Manufacturer narrative:
The log files of the instrument provided by the customer were analysed and shows no errors during the execution of this test. After a visual inspection of the microtube image of the well in which the pre-transfusion crossmatch test was performed, a compact negative pellet and very few free red blood cells "rbcs" at the lower half of the microtube are observed, whose instrument indicated a negative result. To trigger the "no rbc" warning, the instrument evaluates the size of the detected pellet. In this case, the pellet is large enough so the result cannot be classified as no readable ("nr") with "no rbc" alarm. For this reason, the obtained result is as expected based on current vision algorithms and, according to the validated criteria implemented in eflexis software version 3.2.2. No analysis of the other crossmatch results performed and informed by the customer has been conducted, since no data (raw images or results reports) is available. Furthermore, no additional information (such as donor and recipient clinical history, additional testing performed, donor sample type, etc.) Is available to enable further investigation. Based on the information available, the root cause of the discrepancy cannot be clearly determined. The differences observed between the manual and automated tests could be related to the different testing conditions (temperature of the sample and reagents, age of the samples, percentage of rbcs dispensed, etc.). As stated in erytra instructions for use (IFU) in section 1.3 product limitations: "results that are given by the automated instruments as negative but that, after an accurate visual reading of the microtube, show a pattern of few barely visible small sized agglutinated cells at the lower part of the gel column or barely visible scattered points throughout the gel column along with a pellet of non-agglutinated cells at the bottom, may signal either specific or unspecific reactions. These reaction patterns can be classified as negative or as 'doubtful' by the automated instruments without indicating any malfunction. These cases are at the limit of the instrument sensitivity." The investigation confirmed that the erytra eflexis software version 3.2.2 reported the result as expected based on the vision algorithm and validation criteria. As mentioned earlier, the "no rbc" warning is configured to appear only when the pellet is too small and could impact the reaction obtained. In this case, however, the pellet size met the criteria defined so the warning did not trigger.

Event description:
The customer reported a discrepancy on the eflexis instrument (serial number (B)(6), software version 3.2.2) during compatibility testing between recipient (ID (B)(6)) and donor (ID (B)(6)). According to the customer, the eflexis returned a negative result on three consecutive runs (but only one report was sent to us by the customer), the user reports also observing an unusually thin pellet. No alarm or "no rbc reporting" message was triggered. The technician repeated the test manually three times (but only one picture was sent to us by the customer), and consistently obtained a weak positive results (+/- / 1+). No transfusion was administered to the patient.